Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max) and exchange wire. During the procedure, while removing the exchange wire from the neuron max to switch to a new exchange wire, the physician experienced resistance and damaged the neuron max proximally. Therefore, the neuron max was not used for the remainder of the procedure. The procedure was completed using a balloon guide catheter. There was no report of an adverse effect to the patient.